Event description:
Healthcare professional reported left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation:visual analysis of the returned device identified; curved opening flat creases, observed void >1 mm in non-textured, valve-to shell-bond area. The leak test and microscopic analysis was performed which identified: a curved sharp opening on valve bond edge assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification) and more than 3 striated openings on anterior, posterior and radius side assessed as surgical damage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified (tear) opening. Curved striated openings assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.